Manufacturer narrative:
On 04/29/2010, a copy of the operative report was received.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, the reason for explant was learned. It was also learned that the device will not be returned for evaluation. A copy of the operative was requested, but not received. The device history record (DHR) review has been completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 2.2 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to a perivalvular leak, and possibly endocarditis.

Event description:
During the case the tissue was being removed and the doctor noticed that the plastic began melting away. This resulted in an open procedure.